Event description:
"In approximately early 2003," "pelvic mesh products" were implanted to treat for "pelvic organ prolapse and stress urinary incontinence." The mesh device was not specified. Plaintiff's attorney has alleged that, "as a result of the implantation, plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent injury," and other damages.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.